Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the nurse that the iol was dislocated and a diopter change was needed.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was explanted. Additional information was provided that a lens malfunction and diopter change as the reasons for the iol exchange. The replacement lens was the same model but a 3.5d difference in power.

Manufacturer narrative:
Product evaluation: the product was returned. Solution is dried on the lens. Optic damage was observed. The damage is typical of insertion and removal. The lens was cleaned with lphse for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge. The lens model is only qualified for use in two other cartridge models. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a non-qualified handpiece. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The root cause for the complaint of ¿lens dislocated¿ could not be determined. No other information was provided. An iol exchange for a difference of two diopters or greater indicates the event is most likely related to a calculation error. The manufacturer internal reference number is: (B)(4).